Event description:
It was reported that the 4-40 stud is broken on the handpiece. This occurred during initial testing when the system did not pass and the customer removed the instrument to inspect it. Another handpiece was used to proceed with the case and the case was completed with no patient consequence.